Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a generated error and therefore replaced and calibrated the link electronic module. Analysis further noted that the stylus pulled apart but was functionally ok, the lower case had worn feet, the lower display hinges were worn out and the system fan was noisy. All found defective parts were replaced.

Event description:
It was reported that the programmer booted to a black screen with a "serious" programmer error. It was further clarified through follow-up that the programmer was unable to be used. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.